Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device has excessive noise. Therefore, the reported condition was confirmed. It was further observed that there was excessive corrosion on internal components. The assignable root cause was determined to be due to improper cleaning and immersion. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure on a canine, it was observed that the small battery drive device was running really noisy. There were no delays to the surgical procedure as the same device kept on working. A spare device was not needed. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.